Manufacturer narrative:
No device return is necessary as the bug was identified in house.

Event description:
Based on review of updated documentation for the microcontroller used in the m1000 generator, it was determined that the generator is potentially susceptible to a bug that could cause a lock-up of the microcontroller and all therapy, communication, and functionality would be haled. Functionality can be restored through a device reset, although a device that encounters this issue once could be susceptible to future recurrences.

Event description:
Further investigation determined that the event was related to a microcontroller manufacturer-related defect that resulted in a lock-up of the microcontroller, which leads to a loss of generator function and communication until a device reset is performed. This potential event could be exacerbated by cold operating temperatures or a high frequency of transitions from low power mode to active mode, among other factors. No further relevant information has been received to date.